Event description:
It was reported that an x-ray examination showed that there was an approximately 1.5cm long linear pattern in the vicinity of the patient's clavicle. The doctor suspected that the this is a stylet segment which had remained in the patient's body. There was no reported patient symptoms. It was reported that PICC placement into the right basilic vein was successful and confirmed by x-ray on (B)(6) 2019. The procedure was the second attempt that day using an IV catheter from another manufacturer, new guidewire and the same catheter from the first PICC placement attempt (this is addressed in another file). Approximately one month later (sept 18 or 19), an x-ray taken at another hospital detected a ¿foreign material like a wire fragment¿ in the patient¿s right upper arm. The patient will be monitored but the foreign material will not be removed. (B)(6) 2019 - new information per the pmda report : upon receiving the phone call from the facility where the patient was transferred, the doctors at the facility where the device was placed re-confirmed the chest x-ray images taken by themselves. No foreign material was found in the image taken on (B)(6) 2019. However, a long linear pattern was found at the upper right arm in the image taken immediately after placement of the PICC on (B)(6) 2019. The doctors inferred that the segment of the guidewire or stylet used in the PICC insertion procedure remained into the patient's vein. The doctor at the facility where the patient was transferred decided to continue follow-up observation without removing the foreign material because it seemed that the foreign material organized in the vein.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint that a wire-like fragment was present in the radiographic images was confirmed, but the cause of the complaint could not be determined from the two radiographic images were provided for investigation. Both images show what is consistent with a wire-like fragment in the upper-right arm as reported by the complainant; however, the origin of the material or the cause of its presence were unknown. It was reported that a non-vad component was used during the insertion procedure. Whether this off-label procedure was a contributing factor in the reported event could not be determined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that an x-ray examination showed that there was an approximately 1.5cm long linear pattern in the vicinity of the patient's clavicle. The doctor suspected that the this is a stylet segment which had remained in the patient's body. There was no reported patient symptoms. It was reported that PICC placement into the right basilic vein was successful and confirmed by x-ray on (B)(6) 2019. The procedure was the second attempt that day using an IV catheter from another manufacturer, new guidewire and the same catheter from the first PICC placement attempt (this is addressed in another file). Approximately one month later ((B)(6)), an x-ray taken at another hospital detected a ¿foreign material like a wire fragment¿ in the patient¿s right upper arm. The patient will be monitored but the foreign material will not be removed. On (B)(6) 2019 - new information per the pmda report: upon receiving the phone call from the facility where the patient was transferred, the doctors at the facility where the device was placed re-confirmed the chest x-ray images taken by themselves. No foreign material was found in the image taken on (B)(6) 2019. However, a long linear pattern was found at the upper right arm in the image taken immediately after placement of the PICC on (B)(6) 2019. The doctors inferred that the segment of the guidewire or stylet used in the PICC insertion procedure remained into the patient's vein. The doctor at the facility where the patient was transferred decided to continue follow-up observation without removing the foreign material because it seemed that the foreign material organized in the vein.